Manufacturer narrative:
Concomitant medical products: a2dr01 igp, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was also reported that the right atrial (ra) lead had no capture, high impedance and noise. Both leads were capped and replaced. No patient complications have been reported as a result of this event.